Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a large scarred indirect hernia sac was identified and freed. The sac was opened and the incarcerated omentum was reduced. The sac was then reduced. A perfix plug (device 1) was placed and secured using sutures. A patch was placed over the inguinal floor and sutured to pubic tubercle.¿ (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent repair with. Per op notes, ¿prior surgical scar was excised. The cord structures were found to be adherent to the floor of inguinal canal and prior mesh (device 1) were taken down. An indirect hernia sac was identified, and the contents of hernia sac was reduced. A perfix plug (device 2) was placed and sutured. A patch was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.